Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
The user facility medical records, which were provided for an unrelated event, stated that the patient experienced a cardiopulmonary arrest while undergoing a hemodialysis (hd) treatment on (B)(6) 2014. No product malfunctions occurred, identified, or alleged during the hd treatment. No other event related information was made available. The 2008k hemodialysis machine is not available for evaluation. The dialyzer and bloodline are not available for evaluation by the manufacturer as both were discarded by the user facility. No sample of the acid in use during the treatment is available for analysis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date, however, no information was found. No DHR review was performed to an specific product or lot number since the lot and code number is unknown.